Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp implant, as soon as the impella started the patient experienced ventricular fibrillation and required a shock of 360j to normalize rhythm. While on support the patient bradycardia ensued. The patient experienced hematuria and oozing from everywhere. Blood products were given and heparin was held. The patient was eventually weaned off support and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed : the cause of the injury is most likely patient condition related since the patient experienced oozing from everywhere. Hematuria : the cause of the injury was not determined due to insufficient clinical details. Ventricular fibrillation/ bradycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Resuscitation : the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.